Event description:
It was reported that a user contacted support wanting to return the ilet after experiencing concern about low blood glucose, though log review showed no documented hypoglycemia and confirmed user-initiated pretreatment at glucose values around 85 mg/dl followed by overcorrection that contributed to subsequent hyperglycemia up to 272 mg/dl, after which the device¿s correction algorithm returned glucose to target without external insulin. Symptoms included hyperglycemia without reported hypoglycemia, loss of consciousness, seizures, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no long-term impairment. Investigation included review of synced device and app data and user education on appropriate hypoglycemia management. Investigation of this case revealed user technique contributing to elevated glucose due to preventive carbohydrate intake and overcorrection while the device functioned as designed. It was concluded that device performance was normal and that user-related factors likely caused the reported hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.